Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(4) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the patient's prescriptions did not change in both eyes after lasik. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
During an onsite visit the fse (field service engineer) performed a complete check of the device and was not able to find any issues with the system. System met specifications. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. The treatment report shows the use of an ibra nomogram, therefore it can not say anything about the refractive outcome. In general it is not recommend to use a nomogram on hyperopic eyes. In this case it was noted that there was less than one month between the treatment and the postoperative refraction. On hyperopic eyes it is recommend to observe the development of the refraction for a longer period of time to check whether the refraction is stable. No technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed to the reported event. The manufacturer internal reference number is: (B)(4).